Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneally, dose, duration and frequencies not reported) for peritonitis. At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.